Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. Her high blood glucose level was treated with a bolus. She received multiple sensor errors every time she inserted a new sensor. The customer's most recent blood glucose level was 265 mg/dl. While troubleshooting weak signals, lost sensors, and calibration errors were found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.